Event description:
New information noted that in bi-polar settings, sensing, impedance and capture measurements were askew. Lead fracture was suspected. Under fluoroscopy, lead fracture could not be identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017 due to high lead impedance and in bipolar settings, capture anomaly was observed. The patient was fine after the procedure and would be followed up with normally.